Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to high amplitude non-physiologic noise in combination with baseline shifts. Technical services (ts) recommended postural based isometrics and pocket manipulations as well as programming to the secondary sensing vector. Ts noted that the artifacts observed are a result of sudden changes in the impedance pathway of the sensing vector which can be caused by incomplete lead insertion, impairment of the lead or a device/lead connection issue. The recommended troubleshooting was performed and myopotential noise could be reproduced but not the previously observed high amplitude non-physiologic noise. Ts believes the issue to be related to the proximal sensing electrode of the lead. The secondary sensing vector does not use the proximal sensing electrode. As of today the electrode remains implanted and in service. New information received indicates that the the recommended reprogramming was performed but the oversensing remained. The physician suspects an electrode malfunction. Ts recommended system replacement. Subsequently the device was returned for evaluation implying it was explanted at an unknown time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to high amplitude non-physiologic noise in combination with baseline shifts. Technical services (ts) recommended postural based isometrics and pocket manipulations as well as programming to the secondary sensing vector. Ts noted that the artifacts observed are a result of sudden changes in the impedance pathway of the sensing vector which can be caused by incomplete lead insertion, impairment of the lead or a device/lead connection issue. The recommended troubleshooting was performed and myopotential noise could be reproduced but not the previously observed high amplitude non-physiologic noise. Ts believes the issue to be related to the proximal sensing electrode of the lead. The secondary sensing vector does not use the proximal sensing electrode. As of today the electrode remains implanted and in service. New information received indicates that the recommended reprogramming was performed but the oversensing remained. The physician suspects an electrode malfunction. Ts recommended system replacement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to high amplitude non-physiologic noise in combination with baseline shifts. Technical services (ts) recommended postural based isometrics and pocket manipulations as well as programming to the secondary sensing vector. Ts noted that the artifacts observed are a result of sudden changes in the impedance pathway of the sensing vector which can be caused by incomplete lead insertion, impairment of the lead or a device/lead connection issue. The recommended troubleshooting was performed and myopotential noise could be reproduced but not the previously observed high amplitude non-physiologic noise. Ts believes the issue to be related to the proximal sensing electrode of the lead. The secondary sensing vector does not use the proximal sensing electrode. As of today the electrode remains implanted and in service. New information received indicates that the recommended reprogramming was performed but the oversensing remained. The physician suspects an electrode malfunction. Ts recommended system replacement.